Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cell modules. Unrelated to the reported complaint, cracked top cover, front enclosure and battery compartment of the ap platform were observed during visual inspection. These types of physical damages attributed to wear and tear. In addition, corrosion was identified on the cable reset switch. The damaged parts and corroded cable were replaced. The autopulse platform is a reusable device and was manufactured on february 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. These types of physical damages attributed to wear and tear. The damaged parts were replaced. During archive data review, multiple ua07 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cells identified during service evaluation were replaced. The ap platform was re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(6) was reported on (B)(6) 2017, load cell module 1 was replaced to remedy ua07.

Event description:
During shift check, customer reported that the autopulse platform (serial #:(B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The user was unable to clear the advisory. No patient involvement.